Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Manufacturer narrative:
Follow-up received on 12-nov-2015 with the final ptc (ptc global number: (B)(4)) investigation result: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The reported medical events are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 13-nov-2015 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this non-medically confirmed, spontaneous case report; refers to a female consumer who was going to have a surgical removal of essure (fallopian tube occlusion insert) in a few days due to pain. The reported event was considered serious due to its medical importance and is listed according to essure's reference safety information. After essure insertion abdominal, pelvic and uncharacterized pain may occur. In this case, limited information was provided. Nevertheless, considering event's nature; causality with the suspect insert cannot be excluded. This case was considered an incident, since a surgical intervention will be required for essure removal. Additionally, the non-serious event prick sensation in groin was reported. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no relationship between the reported medical events and a quality defect. No follow-up will be pursued since this is a digital press case.

Event description:
This is a spontaneous case report received from a non-health professional in (B)(6) on (B)(6) 2015. It has been published in a (B)(6) digital press "el mundo" and refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted. A now (B)(6) female consumer who had essure inserted on an unspecified date, went to a medical appointment for "pricks sensation on groin" but her physician told her that it was related to the nervousness of the consumer due to the macular hemorrhages which she has since she was pregnant. According to the publication the consumer is going to have a surgical removal in a few days ((B)(6) 2015) and states that she will say goodbye to the pain she has been suffering for the last 3 years. Company causality comment: this non-medically confirmed, spontaneous case report; refers to a female consumer who was going to have a surgical removal of essure (fallopian tube occlusion insert) in a few days due to pain. The reported event was considered serious due to its medical importance and is listed according to essure's reference safety information. After essure insertion abdominal, pelvic and uncharacterized pain may occur. In this case, limited information was provided. Nevertheless, considering event's nature; causality with the suspect insert cannot be excluded. This case was considered an incident, since a surgical intervention will be required for essure removal. Additionally, the non-serious event prick sensation in groin was reported. A product technical analysis is being sought. No follow-up will be pursued since this is a digital press case.